Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider alleges when the key is in the ignition and not turned on the scooter will power on and off intermittently but when the key is in the ignition and turned on the scooter will remain on.